Event description:
It was reported that during an "apophysitis" the doctor closed the jaws of the instrument with the tissue between the jaws. Then he wanted to close the firing trigger, but it didn't work. Doctor released the tissue by opening jaws. It happened already with the first cartridge. Procedure was completed through suturing.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Damaged firing trigger teeth. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendectomy. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? It occurred with the first trial to fire. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No other cartridges were used, it was the first cartridge and first trial to fire the instrument. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? When closing the jaws, it was not possible to close the firing trigger and do the firing locked out. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the closing trigger didn't return to its original position. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was received for analysis with no visual non-conformances and with an ecr45d cartridge reload present. The cartridge reload was received partially fired (B)(4). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.